Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 4.5 cm cuff, pump and balloon due to recurring incontinence. It was explained to the sales representative that 3 weeks after the sling was implanted, after a night of hard laughing, the patient became incontinent again. The patient wanting a more permanent solution so the physician implanted an aus. Should additional information be received a supplemental report will be submitted.